Event description:
The nc trek was reported to be defective, as it would not hold pressure. No adverse patient sequela was reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood and contrast visible in the inflation lumen and in the tightly folded balloon, consistent with preparation and a leak while in the patient anatomy. There were several bends noted to the catheter. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported rupture. An indeflator, filled with water, was used in an attempt to pressurize the balloon but the balloon would not pressurize. After the balloon catheter was left pressurized to dissolve the blood and contrast in the inflation lumen, the balloon pressurized and fluid was observed leaking from a pinhole in the balloon over the distal marker. There were no scratches visible. Balloon ruptures or tears in the balloon can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The nc trek catheter was sent to scanning electron microscopy (sem) for further analysis. The analysis determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. Mechanical damage was observed at and near the longitudinal rupture on the outer surface. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. The patient anatomical conditions were not provided with the case information which may have aided in the investigation and determination of cause. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured during inflation. To ensure this type of damage is not a result of a manufacturing deficiency, all products are 100% leak tested on line and a sampling of units are rupture tested prior to release. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the noted balloon damage could not be determined; however there is no indication of a product quality deficiency.